Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
The reported event of ¿replace generator soon¿ message was confirmed. Analysis of the returned ipg found that the device had normal battery depletion; a longevity calculation confirmed normal battery depletion based on average device usage. This complaint was identified in (B)(4) complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The date of event is estimated. The fsca number is pending.

Event description:
Upon retrospective review, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
The reported event of ¿replace generator soon¿ message was confirmed. Analysis of the returned ipg found that the device had normal battery depletion; a longevity calculation confirmed normal battery depletion based on average device usage. This complaint was identified in CAPA 137104 complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation. Further analysis found that the ipg did not meet the calculated number of expected days between the occurrence of eri and the occurrence of eos.